Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the floowrate test. When the pressure was set at 30 psi, the rate 18 did not meet the standard range of 22-38 psi. The flow rate testing failed due to a 4.67% deviation, which does not meet the standard rate of +/- 4.5%. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed. When the pressure was set at 30 psi, the rate 18 did not meet the standard range of 22-38 psi. The flow rate testing failed due to a 4.67% deviation, which does not meet the standard rate of +/- 4.5%. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(6).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The flow rate failure that was reported does not fit the criteria of a complaint, as it failed at 4.67%. According to z-800f instructions for use. P/n 800f-IFU-2602, rev. P. The passing specification is +/- 5%. Reference to complaint # (B)(4).